Manufacturer narrative:
Visual evaluation of the ar-6500rbe showed damage to the inner shaft. Functional testing could not be performed due to damage to the device. Complaint allegation is confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that dring a has surgery the device broke inside. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.